Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, it was reported that the outer packaging of the product was allegedly damaged and cannot be used with sterility. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows, the product's labelling information which match with the tw details and the product's outer packaging was noted to be damaged. Therefore, the investigation is confirmed for the reported failure as the product's outer packaging was noted to be damaged. A definitive root cause for the alleged tear, rip or hole in the packaging could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, it was reported that the outer packaging of the product was allegedly damaged and cannot be used with sterility. There was no patient contact.